Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information on how to reset the pump. After following the provided instructions, the customer successfully started their sensor session, and the cgm error did not reoccur.